Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a coblator ii controller, the unit alarmed when the settings were adjusted for the adenoid section of the procedure. The surgeon opted to complete the procedure using electrocautery instead. There were no significant delays or patient complications reported as a result of this event.